Manufacturer narrative:
No patient involvement. The beckman coulter fse dispatched to the customer site determined that the substrate valve was the cause of the failed system checks reported by the customer. The replaced part was not made available for evaluation by the beckman coulter complaint handling unit at (B)(4). However, a malfunctioning substrate valve as determined at service is consistent with the system check failure mode evidenced in customer-provided data. Replacement of this part resolved the issue. In conclusion, the cause of this event was a hardware malfunction. This malfunction has the potential to cause the system to generate erroneous results. However, there is no indication that this potential was realized in this instance. (B)(4).

Event description:
On (B)(6) 2016, the customer reported failed system checks on the laboratory's access 2 immunoassay system portion to the unicel dxc 600i synchron access clinical system (serial number (B)(4)). The customer did not report obtaining any erroneous patient results. There was no report of patient injury or change in patient treatment in association with this event. A beckman coulter fse (field service engineer) was dispatched to assess the system.